Event description:
It was reported that the 9800 system intermittently locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted and the video connection was repaired during the serive call. The system was tested and found to be working as intended and put back into service.